Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 29. Details of surgery: nerve encroachment and immediate extraction site. On (B)(6) 2021, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility, swelling, increased sensitivity, hypersensitivity, abscess, inflammation and numbness. No further patient complications were reported.